Manufacturer narrative:
The injection physician reported this case as non-serious, but we considered this should be serious because the medical treatment for the event was so long. We are now investigating this case.

Event description:
Adverse event: septic arthritis. On (B)(6) 2011 - a (B)(6) female pt started to receive artz dispo injection twice a month to the knee joint for osteoarthritis. On (B)(6) 2012 - she received artz dispo injection after the arthrocentesis. On (B)(6) 2012 - she developed knee pain. On (B)(6) 2012 - she was seen by the injection physician. The arthrocentesis was performed and clear 120 cc of synovial fluid was drained. She received artz dispo injection. On (B)(6) 2012 - she was seen by the injection physician. The arthrocentesis was performed and clear 36 cc of synovial fluid was drained. She received artz dispo injection. Her body temperature was 38 degrees celsius. Blood test was performed. Crp was 9.6. On (B)(6) 2012 - her synovial fluid became cloudy yellow. On (B)(6) 2012 - joint irrigation was started through (B)(6) 2012. She received flomox (capene pivoxil hydrochloride). Culture test of drained fluid were performed 3 times and resulted all negative. Crp decreased to 5.58. On (B)(6) 2012 - culture test and blood test were performed. Her temperature was lower and pain was improved. The injection physician considered that the event was related to the artz dispo. He stated (B)(6) causes septic arthritis.